Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mmq177, clr222 and no non-conformance's were identified. The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent what is the procedure date? (B)(6). What date did the issue occur on? I do not know, only the problem is observed when removing the product on the mentioned date. Was there a wound dehiscence as a result of the stitches of the incision being opened? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. The product remove and prescription antibiotics. What is the most current patient status? Patient at home with antibiotic and micropore management. What day post op was the prineo removed? Day 16. Please describe what prep was used and how it was applied? Virtual training. How was the prineo applied? The mesh was placed on the wound joining the edges and the liquid was applied describe how the prineo was removed. The doctor removed it with the help of tweezers. What is the current status of the patient. Stable with wound with two seroma points. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on (B)(6) 2020 and topical skin adhesive with mesh was used. The patient was in post-operative control, when the adhesive was removed from the wound, it was observed that some stitches of the incision opened. The patient was prescribed antibiotics.